Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging obtaining a control solution reading that fell below the target control solution range printed on the vial of test strips. . This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Control solution lot#2z3p09. The meter and control solution have been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The error could not be reproduced. The control solutoin had results within the control range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 2/7/2013, control solution- 2/7/2013